Event description:
It was reported that the customer passed away. Customer was not connected to the pump at the time of death, and pump had not been active since wednesday (B)(6) 2014. Customer was not taking any medications, and cause of death is unk.